Manufacturer narrative:
(B)(4). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not reveal any evidence of a leak from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its overpouch. The device was filled with 28ml fluorouracil in 64.4ml sodium chloride solution to a total fill volume of 92.4ml. This was noted before patient use. There was no patient involvement. No additional information is available.